Event description:
The pt mentioned she has had diabetes for over 30 years, and that it is difficult to find areas for her infusion sites. She reported she has erratic blood glucose readings. She said she had a reading of 325 mg/dl this morning, and yesterday she passed out 2 times due to low blood glucose. She stated she had one of the incidents at noon, and her husband gave her orange juice to correct her reading. She said, she thinks she gives herself too much insulin when she has an elevated reading and then, when she eats, she gives herself more insulin without taking into consideration the insulin she has already given herself. On follow up, the pt stated she is doing fine. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.